Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under (B)(4).

Event description:
It was reported that a (B)(6) patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional sf catheter. During the procedure, there was an indication of a "limit temperature" which prevented the ablation. When withdrawing the catheter, it was noted that there was a presence of coagulated blood on the distal tip. The procedure was completed with no patient consequence. The high temperature which prevented the ablation were assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The coagulated blood on the distal tip of the catheter has been assessed as a reportable malfunction as the presence of coagulated blood has poor adherence to catheters and transseptal sheaths. It could be a potential source of embolism.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 4/19/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional sf catheter. During the procedure, there was an indication of a "limit temperature" which prevented the ablation. When withdrawing the catheter, it was noted that there was a presence of coagulated blood on the distal tip. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and it was found in normal conditions. No coagulum was observed on catheter tip. An irrigation test was performed and the catheter passed, no occlusion was observed. The returned device was then evaluated for electrical resistance and the thermocouple test. The catheter failed during the thermocouple test. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. Based on available analysis results, complaint appears to be caused by internal biosense webster inc. Processes; therefore an internal corrective action has been opened to investigate this issue. The customer complaint regarding a coagulum cannot be confirmed.